Event description:
Staff member was changing hyperalimentation solution and IV tubing broke off in the stopcock. Baxter interlink system buretrol solution set and 3-way stopcock were being used. No adverse effect to pt.